Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5089750) on 26-sep-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of abdominal pain lower ('constant cramps'), pelvic pain ('no cramps to feeling like I'm in labor') and arthralgia ('sore joints') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization and medically significant), arthralgia (seriousness criterion disability), myalgia ("sore muscle"), alopecia ("thinning hair") and abdominal distension ("bloating"). The patient was treated with surgery (surgery removal of essure in 2014, left ovary removed in 2018). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, pelvic pain, arthralgia, myalgia and alopecia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, alopecia, arthralgia, myalgia and pelvic pain with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.